Event description:
Legal representative reported right side increase in volume, swelling and pain, intracapsular rupture, peri-implant fluid, as well as signs of capsulitis, bacterium klebsiella aerogenes, allergic crises, abscesses, recurrent inflammation, psychological trauma of facing invasive medical procedures, mastitis in the qim, focal skin thickening, lymph node with diffuse, capsular contracture, skin is adhered to the capsule diagnosed by MRI and ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of hypersensitivity, seroma, abscess, capsular contracture, swollen lymph nodes/glands and bacterial infection are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, hypersensitivity, seroma, abscess, capsular contracture, swollen lymph nodes/glands and bacterial infection.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, h.6.

Event description:
Legal representative reported right side increase in volume, swelling and pain, intracapsular rupture, peri-implant fluid, as well as signs of capsulitis, bacterium klebsiella aerogenes, allergic crises, abscesses, recurrent inflammation, psychological trauma of facing invasive medical procedures, mastitis in the qim, focal skin thickening, lymph node with diffuse, capsular contracture, skin is adhered to the capsule diagnosed by MRI and ultrasound. Device has been explanted.